Manufacturer narrative:
In response to FDA report number: (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of lymphadenopathy and lymphoma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: 5 month history of progressive swelling and erythematous rash on her arm extending through the chest and right breast.

Event description:
Health professional reported via voluntary medwatch patient with "progressive swelling of the right arm, skin was indurated with a firm lump in the right external quadrant of the right breast, pain on arm," and "swelling and erythematous rash on her arm extending through the chest and right breast." Pathological markers confirming alcl have not been received, marker cd30+ was reported alk- has not been reported. This record is for the right side. Device has been explanted.